Event description:
Information received indicates the siderail switches are not operating the lights in the room, due to fluid ingress/corrosion on the communication boards.

Manufacturer narrative:
The technician replaced the communication board to repair the bed.